Event description:
It was reported that the user¿s ilet entered bg run mode and suspended automated dosing after the prior cgm sensor expired and the user did not start a new sensor or enter a blood glucose value; customer care assisted the user with pairing a new cgm, which began its warmup, and the user lacked a glucometer to provide a bg entry to resume dosing. Symptoms included no adverse clinical effects reported. Outcomes included temporary interruption of automated insulin dosing until cgm warmup completion or manual bg entry. Investigation included technical support review and user education on cgm warmup and requirements for resuming automated dosing. Investigation of this case revealed expected device behavior for sensor expiration and missing bg data, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related, specifically sensor not replaced timely and absence of a bg entry to resume dosing.